Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: unique identifier (UDI) number is not provided / unknown. H4: device manufacturer date is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported patient had extensive bone loss. Implant removed; bone placed at site #30 (universal). The site was grafted with allograft prior to original implant placement.